Manufacturer narrative:
The device was returned to animas and evaluated by product analysis (B)(4) 2014 with the following results: keypad cover is intact, all buttons respond intermittently, the bolus button cover is detached/missing, the keypad cover was removed and contamination was found under all button contacts. Unrelated to the complaint, display is dim and reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The distributor stated that all of the buttons on the keypad were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).